Event description:
It was reported that the fathom wire snapped, fell off in the artery and was removed by snaring. The non-stenosed target lesion was located in the moderately tortuous and non-calcified femoral artery. A 200x25cm fathom -16 was selected for use. During the procedure, the fathom wire snapped while navigating inside the artery. As the physician pulled back on wire, it snapped and fell off in the femoral artery. The piece was snared out of the patient and the procedure was completed with another of the same device. No further patient complications were reported.

Event description:
It was reported that the fathom wire snapped, fell of the artery and was removed by snaring. The non stenosed target lesion was located in the moderately tortuous and non calcified femoral artery. A 200x25cm fathom -16 was selected for use. During the procedure, the fathom wire snapped while navigating inside the artery. As the physician pulled back on wire, it snapped and fell off in the femoral artery. The piece was snared out of the patient and the procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
H6 - patient code: corrected to no clinical signs, symptoms or conditions device evaluated by MFR: the guidewire and the torque device were returned for evaluation. It was observed the core wire was exposed, revealing the guidewire was detached at 9.7 cm from distal tip, confirming the reported event.

Event description:
It was reported that the fathom wire snapped, fell of the artery and was removed by snaring. The non stenosed target lesion was located in the moderately tortuous and non calcified femoral artery. A 200x25cm fathom -16 was selected for use. During the procedure, the fathom wire snapped while navigating inside the artery. As the physician pulled back on wire, it snapped and fell off in the femoral artery. The piece was snared out of the patient and the procedure was completed with another of the same device. No further patient complications were reported.